Manufacturer narrative:
H3, h6: the device intended to be used in treatment was not returned for evaluation, all provided information has been reviewed and we have not been able to establish a relationship between the device and the reported event or determine a root cause. Probable root cause may be a component failure, the wound contact layer within these dressing can be affected by storage temperature fluctuations as detailed in the product instructions for use. A review of the manufacturing records found that there was no evidence that the product didn¿t meet specifications at the time of manufacture. A complaint history review has found other related events, with corrective action implemented related to the reported event. Smith + nephew will continue to monitor for adverse trends.

Manufacturer narrative:
Reference number: (B)(4).

Event description:
It was reported that, the adhesive of two (2) opsite flexifix gentle 10 cm x 5 m are stuck and comes off on the backing layer, so the backing layer does not adhere. It is unknown if this happened during treatment, so patient involvement has not been confirmed.